Event description:
It was reported that during a remote data review, the physician noted missing and discrepant information regarding the subcutaneous implantable defibrillator (s-ICD) electrode and remaining projected longevity. Boston scientific technical services (ts) was contacted and it was discussed that this was likely the result of memory corruption regarding the stored patient details. It was hypothesized this was the result of exposure to ionizing radiation. Ts confirmed that this does not affect functionality and the device is operating as expected. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.